Event description:
Patient had a positive hsv 1 (index value = 8.15 )and hsv 2 positive test (index value = 1.58) on the diasorin hsv 1 and 2 igg test, followed up with a western blot which was negative for hsv 1 and 2. Date given is the western blot confirmatory test. Reference report: mw5116151.